Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. The set screw was in the connector bore.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician was unable to engage the setscrew with the wrench and a grommet issue was noted. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.